Event description:
Per the clinic, the patient experienced pain around the implant site with and without device use. The patient was administered 3 nerve blocks (dates not reported) and reprogramming attempts were made, however, the issue could not be resolved. The patient subsequently discontinued use of the device. The implanted device remains.

Manufacturer narrative:
Implanted device remains.